Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3708660, serial# (B)(4), product type: extension. (B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient had their extensions and left battery explanted due to infection. The infection was cleared and the patient was ready for re-implantation of the generator and extension. Please see manufacturer report #3004209178-2015-23914 for information on the patient's concomitant system.